Event description:
It was reported that during a hand assisted nephrectomy procedure the seal cap tore. It is unknown if any pieces of the device fell into the pt. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn iris seal the analysis results of the device confirmed that the iris seal was torn 180 degrees around the top. The tear propagated in spiral about 180 degrees around the bottom. The distortion of the top seal suggests that it could be caught between lower seal gear teeth and the inner seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 5,943 joules. No patient injury was reported. The device was not returned for evaluation.